Manufacturer narrative:
Product analysis the device was returned with the tip detached. A visual inspection showed that the tip detached at the anchor pockets medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a turbohawk directional atherectomy device was used during a directional atherectomy procedure to treat a chronic total occlusion (100% stenosis) in the mid segment of the superficial femoral artery, with the target lesion described as calcified plaque/soft tissue. The vessel was pre-dilated with a 3.5 balloon, and the device was then used to start cutting from the origin site of the lesion. During the procedure, it was observed that the cutter could not effectively cut tissue, and the catheter kinked when advanced forward, preventing smooth advancement. Repeated attempts to advance and use the device were unsuccessful. The device was exchanged for another device of the same type to complete the procedure. No post-dilation was performed. Instructions for use were reported as followed. No patient complications have been reported as a result of this event. When the device was retuned for evaluation, it was noted that the device was detached.